Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a new ilet user experienced a low blood glucose followed by an overcorrection leading to a high, with a reported peak of 226 mg/dl; the user had recently lowered their cgm target during daytime hours and did not receive an ilet high or low alert. Symptoms were not reported. Outcomes included successful self-correction without outside assistance or medical intervention, and the glucose was not out of range for more than 90 minutes. Investigation included user education and troubleshooting focused on monitoring after the target adjustment. Investigation of this case revealed an unclear cause of the initial hypoglycemia, followed by user overcorrection causing hyperglycemia, with no evidence of device malfunction or alarm failure reported. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.